Manufacturer narrative:
S/w ver. 5.3a. Retainer ring = black. Case type: ngp. Customer returned pump for an alleged pump error 82, failed batt. Test, and no delivery alarm on (B)(6) 2023. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error 82 alarm, failed battery test or occlusion/flow block anomaly noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. However, pump error 82 was found in history file on (B)(6)2023 19:34:01.000. Failed battery test was found in history file on (B)(6) 2023 19:34:13.000. No delivery alarm/insulin flow blocked alarm was recorded in the pump history on (B)(6)2023 19:31:41.000 during bolus delivery. ¿pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Motor was tested outside of the device on the stb3 station and passed. The pump was received with minor scratches on lcd window and scratched case. On (B)(6) 2023 01:40:13.000 normal bolus delivered, normal bolus amount programmed: 25000 (2.5 u) bolus amount delivered: 25000. On (B)(6) 2023 07:03:53.000 normal bolus delivered, normal bolus amount programmed: 116000 (11.6 u) bolus amount delivered: 116000 (11.6 u). On (B)(6) 2023 10:37:02.000 normal bolus delivered, normal bolus amount programmed: 22000 (2.2 u) bolus amount delivered: 22000 (2.2 u). In summary, customer alleged pump error pump error 82 was confirmed, however unable to confirm for software anomaly due to insufficient data in the detail trace file. Problem isolated to the electronic assemblies. No delivery (7) alarm not confirmed. Failed battery test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the client had an insulin flow blocked, pump error 82, and battery failed alarm . Troubleshooting was performed and the found that the alarm was cleared and able to rewind the pump. The insulin flow blocked issue was resolved by complete set change. The pump was dropped. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.